Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: "the diagnosis of infection in metal-on-metal hip arthroplasties" written junmin shen, grammatopoulos g, munemoto m, inagaki y, tanaka y, and athanasou published by the journal arthroplasties on april 12, 2016 was reviewed. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "the diagnosis of infection in metal-on-metal hip arthroplasties" written junmin shen, grammatopoulos g, munemoto m, inagaki y, tanaka y, and athanasou published by the journal arthroplasties on april 12, 2016 was reviewed. The study aimed to determine the prevalence and histologic features of septic mom hip failure. 104 patients were involved in the study. 7 patients were implanted with either pinnacle/corail or asr. Adverse events: case 5: 66-year-old female implanted with asr resurfacing was diagnoses with pji 16 months after implantation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.